Event description:
It was reported that the ilet pump screen was cracked, the touchscreen was unresponsive, and the user could not unlock the device, consistent with a device display failure and external damage to the enclosure. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included replacement of the device and continued therapy planning with backup measures while the damaged pump was nonfunctional. Investigation included review of the complaint details and logistics for device return. Investigation of this case revealed physical screen damage rendering the user interface inoperable, with the failure localized to the display/touchscreen assembly and housing. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external impact.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.